Event description:
Patient having bilateral breast silicone breast implant exchange for saline breast implants for asymmetry. Upon surgeon removing silicone breast implants, discovered rupture in both implants.